Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown device manufacture date: unknown (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced air bubbles in tubing. The following information was provided by the initial reporter: a few of our doc¿s are having problems with the bubbles in the tubing not dissolving.

Manufacturer narrative:
H6 investigation summary: no product or photo was returned by the customer. It was reported by customer that "problems with the bubbles in the tubing not dissolving" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced air bubbles in tubing.the following information was provided by the initial reporter:a few of our doc¿s are having problems with the bubbles in the tubing not dissolving.